Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated data-h4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional pro-codes: kwp; kwq; mnh; mni; osh. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. A review of the device history record. Device history lot a review of the receiving inspection (ri) for viper2 straight rod480mm, cocr was conducted identifying that lot number gm54652 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 22 jul 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that this was a spinal fusion in t7-s2 treating adult idiopathic scoliosis on mar. 6, 2020. Rods (196789480) are shipped to customers without sterilization. When the rod in question was delivered to the reported hospital, they happened not to sterilize it. Without noticing the rod being un-sterilized, the surgeon deployed it in the patient¿s body (left side). Before the surgeon moved on to inserting another rod on the right side, the nurse noticed the implanted rod in question had not been sterilized. The rod, a verse screw and a setscrew were removed, and the lesion was thoroughly cleansed with saline and povidone-iodine. Surgical devices concerned were cleansed and sterilized. The procedure was completed with replacements but delayed for 45 minutes. The replacing rod was a non-j&j one. The patient has been hospitalized, and further medical intervention is not planned. The nurse commented that the packaged appearance of the unsterilized rod in question looked similar to other pre-sterilized rods. No further information is available. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1); concomitant device reported: unknown set screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).